Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit only works on battery. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR :10jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. It was noted mains (light emitting diode) led is not illuminated when unit is plugged into (alternating current) ac power, verified 120vac at power supply input but no voltage at power supply output. The manufacturer¿s field service engineer (fse) replaced the defective power supply to address the reported problem. Unit works on (alternating current) ac and (direct current) dc power, no other problems found. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.